Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and had red x and a book. The customer¿s blood glucose level was 120 mg/dl at the time of incident. Customer stated that there was a fluid in the insulin pump and behind the screen. Customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the middle (enter) keypad button is cracked.